Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended pd transfer set was unable to close; further described as the ¿clamp cannot be closed¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.